Event description:
It was reported that during the left ventricular (lv) lead implant, the physician was unable to pass the guidewire through the tip of lead. The lead was removed and replaced with another same model lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).